Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: product error in material or manufacture is not suspected. A device history record (mre) review will not be performed. )

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a total hip done 35 yrs ago out of state, she had a revision done 20 years ago out of state. No past records available. We exchanged a worn out poly liner and replaced the head ball. Doi: unknown. Dor: (B)(6) 2021. Left hip.